Event description:
Same case as MFR#: 2134265-2011-03764. It was reported that post a stenting treatment procedure, stent thrombosis and patient death occurred. The lesion being treated was located in the severely calcified mid-proximal left anterior descending (lad) artery. The lesion was predilated with a 2.0x15mm maverick2 balloon, inflated to 16 atms and a 2.5x30mm nonbsc balloon, inflated to 10 atms. The physician attempted to place a 3.0x38mm ion stent, but was unable to cross the lesion. The lesion was further dilated with a 3.0x30mm maverick2 balloon, inflated to 7 atms and a 3.0x15mm quantum balloon to 16 atms for 2 inflations. The lesion still did not yield. The physician was able to deploy a 3.0x12mm ion stent by using a non-bsc guide catheter to "push it down further", inflated to 11 atms. Inflations were made with a 3.0x20mm quantum balloon, inflated to 15 atms. The physician deployed a second 3.0x12mm ion stent overlapping the previously placed stent, inflated to 14 atms. 30 to 40 % residual stenosis remained after stent deployment. Medications used during the procedure included: angiomax. The patient was taken to his room. Two hours post the initial stenting procedure, the patient presented with chest pain. The lad was found to be completely occluded with thrombus. One of the overlapping 3.0x12mm ion stents appeared under-deployed. The physician used an aspiration catheter to treat the thrombus. The patient coded during the procedure and was unable to be revived.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).